Manufacturer narrative:
Although coloplast device was cited in this report, a product name or item number was not provided. Additionally coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with the pelvic mesh products. Later patient experienced pain, suffering, disability and impairment.